Event description:
It was reported that the pump motor drive phase b post. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper sea was broken. The device was excellent condition. The device history showed pump motor drive phase b post also low batter and battery depleted were found in ehl. The power up process was used for testing but techs were unable to duplicate the problem, no problem was found. Customer did not recharge the battery after depleting it from use. This alarm can occur if the pump is operating on battery power, and battery is nearly depleted (low battery and battery depleted messages were found in ehl). The root cause was attributed to user error. Performed pm maintenance and all functional tests which passed. Performed occlusion test and all functional tests which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).